Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing a "red heart" alarm and low flow events while connected to the power module. The patient was reportedly symptomatic, with numbness and fluttering in the chest, during the low flow events. The patient went to the hospital for further evaluation of the equipment and it was noted during the clinic visit that there was a partial separation of the percutaneous lead at the metal connector near the system controller connector end. The vad coordinator made a request to the manufacturer to further evaluate the patient's percutaneous lead. The manufacturer's technical services team member evaluated the patient's percutaneous lead (driveline) and confirmed a minor separation at the bend relief that was in need of repair. The patient had reportedly caught the driveline in the doorknob. A field repair of the driveline separation was successfully performed. Although the manufacturer's technical services team member could not reproduce the reported "red heart" alarm with manipulation of the driveline and no abnormal readings were observed when a continuity test was performed on the lead, the patient reported continued alarms and a feeling of fluttering in the chest while connected to the power module. The hospital suggested having an electrician evaluate the wiring at the patient's farmhouse, and as a preventative measure the hospital exchanged the patient's system controller, power module and power module patient cable.

Manufacturer narrative:
The patient remains ongoing on lvad support with no further issue reported. The patient's system controller and power module patient cable were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.